Event description:
During evaluation of the device for a different symptom, a shock equipment malfunction error was noted. There was no impact to the involved patient.

Manufacturer narrative:
(B)(4).